Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021 a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. The patient's son reported that the patient was admitted to the hospital due to a dermal infection around the peg secondary to secretions and was treated with intravenous antibiotics. On (B)(6) 2025 the patient was discharged home and continued treatment with an unspecified antibiotic. It was reported that the patient had bloody secretions in the peg stie and to continue cleaning, drying and monitor.